Event description:
User facility reported that during use of the device on a pt receiving ventilation with a warming humidifier, the pt began to desaturate. Admin of add'l oxygen was not successful in increasing saturation levels. The pt's tracheal tube was removed and another was placed. The clinician reportedly inspected and removed tube and found the device was occluded with pt mucous. No permanent adverse effect to pt were reported.

Manufacturer narrative:
MFR completed the entire form. Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.